Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a battery when it was received. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The unit had minor scratched display window and cracked reservoir tube lip. Data analysis: there is no data available because the insulin pump was received without a battery installed.

Event description:
It was reported that the customer passed away of a heart attack. The patient's husband was asked if she had been wearing the insulin pump at the time of death, and he stated that he did not remember but thought that she was. Nothing further was reported.